Event description:
Reporter indicated that pt was scheduled to have revision surgery due to pulse generator migration. Further follow up with implanting physician revealed that pt underwent revision surgery to "tie down" generator. Pt is doing well since revision surgery.